Event description:
It was reported that a spectrum iq pump was locked during dobutamine therapy. It was stated, "pt in clinic for dobutamine stress echo. Dobutamine initially started at 1049 and infused for 3 minutes. When it became time to titrate to next dose the IV pump was locked and we did not have access to the password. The dobutamine was immediately clamped and removed from patient IV access until we were able to get the password. It appeared as if the IV pump did a library update which may have caused the pump error. While the patient had shown a small increase of hr 80bpm to 90 bpm; we took his baseline vitals again and ensured he was at a resting state prior to proceeding again. Patient was kept informed the entire time. He did not receive an abnormal amount of dobutamine due to pump issue-no obvious harm reached patient." No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned, therefore a device analysis could not be completed. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.